Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Device is expected to be returned for manufacturer review/investigation but has not been received yet. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient was implanted with plate for a pseudarthrosis. On an unknown date, patient underwent revision surgery due to the broken plate. During the revision, the plate was change a bone graft was done. Surgery and patient outcome were not reported. This report is for one (1) 2.0mm ti lcp(tm) t-plate 3 holes head/7 holes shaft. This is report 1 of 1 for (B)(4).

Event description:
It was further reported that the revision surgery took place on (B)(6) 2018 and the device was explanted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.